Event description:
It was reported that there were concerns regarding this right ventricular (rv) lead integrity. The healthcare professional requested an evaluation of the rv lead. Data was reviewed and boston scientific technical services indicated that the lead is currently showing high out-of-range shock impedance measurement up to 125 ohms. There were two episodes recorded in 2023 which needed two shock deliveries each time to successfully terminate ventricular fibrillation (vf). Additionally, there was some functional under-sensing seen during vf due to high variations of signal amplitudes. There are no signs of lead impairment, however elevated impedance can have an impact on energy delivery and thus shock efficacy. The plan is to replace this rv lead when the device is replaced due to elective replacement indicator (eri). No adverse patient effects were reported. Currently, this rv lead remains in-service.

Event description:
It was reported that there were concerns regarding this right ventricular (rv) lead integrity. The healthcare professional requested an evaluation of the rv lead. Data was reviewed and boston scientific technical services indicated that the lead is currently showing high out-of-range shock impedance measurement up to 125 ohms. There were two episodes recorded in 2023 which needed two shock deliveries each time to successfully terminate ventricular fibrillation (vf). Additionally, there was some functional under-sensing seen during vf due to high variations of signal amplitudes. There are no signs of lead impairment, however elevated impedance can have an impact on energy delivery and thus shock efficacy. The plan is to replace this rv lead when the device is replaced due to elective replacement indicator (eri). No adverse patient effects were reported currently, this rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.